Event description:
It was reported that the customer indicated having a serious injury or hospitalization. It was stated that the customer's insulin pump had a cracked display. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.